Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a connection issue. It was reported that the minicap disconnected from the transfer set. Per the patient, the minicap fell off from the transfer set when they went to the bathroom. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).